Manufacturer narrative:
Citation: gracia, e. Md et al. Impact of discharge home without home services on 30-day outcomes following transcatheter aortic valve replacement with contemporary valves. Jacc: cardiovascular interventions (2018). Vol:11,issue:4,s46-s4 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review the impact of discharge home without home services at 30 day folllowup. All data were collected from a single center between 2005 and 2017. The study population included 177 patients, which were implanted with an evolutr, evolutr pro or a non-medtronic balloon expandable transcatheter bioprosthetic aortic valve. Serial numbers were not provided. Among all patients device malfunctions included: electrocardiogram (ECG) changes treated with a permanent pacemaker implant and stroke. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.